Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Final analysis found some surface abrasions on both sections of the lead, outer insulation was not breached.

Event description:
It was reported that the pt presented for pulse generator changeout. During the procedure the atrial lead dislodged. The lead was removed and replaced.